Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n275264010, implanted: (B)(6) 2011. Explanted: (B)(6) 2021. Product type: catheter . Product ID: 8596sc, serial#: (B)(4). Implanted: (B)(6) 2011. Explanted: (B)(6)2021. Product type: catheter . Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24- nov-2012 , UDI#: (B)(4). Product ID: 8596sc, serial/lot #:(B)(4), ubd: 19-oct-2011, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 0.4 mg/day, dilaudid 10 mg/ml at 0.4 mg/day, and unknown baclofen 1375 mcg/ml at 66 mcg/day via an implanted pump. It was reported the patient complained of increased pain and spasticity. A catheter access port (cap) test was negative for cerebrospinal fluid (csf). The catheter was replaced and discarded. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. However, it was also reported upon replacing the catheter that there was a large amount of scar tissue that appeared to be folding the old catheter over at the anchor site. The doctor determined that the best course of action was to replace the catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available.